Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for generator change out due to normal eri. High, out of range, hv lead impedance was noted on rv to can. An attempt to apply saline in the pocket and compress it was not successful. The patient is doing fine.